Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) complained of feeling pain and soreness around the device area. The patient was seen in the emergency room and was ruled out for stroke and heart attack. The patient subsequently tried to perform an interrogation using their remote home monitoring system. The interrogation was not able to be completed at the time. The patient was later seen in office for a device check. At that time, the device was unable to be interrogated with three different programmers. The device did not respond to the placement of a magnet. The patient was then transferred to the local hospital and again, the device was unable to be interrogated. The patient was confirmed to have an intrinsic rate of approximately 50-55 beats per minute. The patient was then seen for a device replacement procedure where the device was explanted and replaced. The device was returned for analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case noted a small dent on the front and back of the device case. It was confirmed that the device had no telemetry and a memory download could not be performed. The device case was opened in order to assess the internal components. Initial electrical testing revealed that the transformer had failed, resulting in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected.